Manufacturer narrative:
Further investigation of the customer issue included a review of the historical complaints, review of historical data, review of design history records, review of labeling and an accuracy performance study. Historical complaint, data and design record reviews did not identify an adverse trend. Labeling was reviewed and found to be adequate. A retained kit of prism hcv reagent, list number 6a52-48, lot number 21297li00, was tested and met acceptance criteria. To evaluate the specificity performance of the reagent lot a total of four replicates of negative calibrator were analyzed on each sub-channel. All values were in the typical range and met acceptance criteria. A review of prism metric field data was performed and there was no indication for an increased initial reactive rate and repeat reactive rate with this lot compared to the overall performance of the prism hcv assay. This investigation concluded that the prism hcv assay kit, list number 6a52-48, lot number 21297li00, identified in this complaint, is performing acceptably. Based on the results of this evaluation, no malfunction or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, prism hcv list 6a52 that has a similar product distributed in the us, prism hcv list 6d18. (B)(6).

Event description:
The customer stated that the prism analyzer is showing a drop in specificity for hcv results with reagent lot 21297li00. The current specificity with this lot is 99.95% while previously the specificity for this assay was 99.97% and 99.99%. Per the prism hcv package insert the estimated specificity for this assay is 99.73%, which the customer?s reagent is well within the label claims. The customer provided data for discrepant results. The following data was provided: (B)(6) and non-reactiveon inno-lia hcv v2. In the abbott prism hcv blood screening assay, specimens with s/co values of less than 1.00 are considered nonreactive. Specimens with an s/co value of greater than or equal to 1.00 are considered reactive.